Event description:
On (B) (6) 2008, the patient reported that 3 headsets from her current box of infusion sets have occluded during use and one had a bent cannula. The headsets were in use for 2 days at the time of occlusion. She stated that she changes the headset every 3-4 days. She was advised to change the headset every 3 days. She uses her lower abdomen as an infusion site and she stated that area is very sore during insertion. She does not see any blood or scar tissue at the area. She began using headsets from another lot of infusion sets and had no further issues. She also moved her infusion site from her abdomen to her hip area. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The patient discarded the alleged headsets. Product was replaced. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.